Event description:
On (B)(6) 2012, the lay user/patient's mother contacted lifescan (lfs) alleging that her daughter's onetouch ping meter has a line through the display. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's mother alleged that the issue was discovered on (B)(6) 2012 at 10:30am. The patient manages her diabetes with insulin (via insulin pump); however, the patient's mother denied the patient took any action in response to the reported meter issue. According to the csr's documentation, as a result of the alleged display issue, the patient reportedly developed symptoms of "weakness, ready to pass out, and feeling really " seven hours later. The patient reportedly administered self-treatment by consuming 3 pieces of candies at approximately 7:30pm and an hour later obtained a reading of "259mg/dl" with another device (precision extra). During troubleshooting, the csr noted there was no misuse of the lfs product and the patient was not using the subject meter for the first time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient's reported symptoms of weakness, "about to pass out" and feeling hot does not meet lifescan's criteria for a serious injury. The patient administered self-treatment with food and did not receive any other forms of medical intervention.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Manufacturer narrative:
Follow-up # 1 (04/30/2012) - device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a cracked/ broken lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.